Manufacturer narrative:
(B)(4). The reported complaint of "ac3 losing ECG and art signals" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the iabp lost the ECG and arterial signals when ECG input slave cable was removed. As a result, the user got the signals back by leaving the slave cable attached in the ECG input slot. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that the iabp lost the ECG and arterial signals when ECG input slave cable was removed. As a result, the user got the signals back by leaving the slave cable attached in the ECG input slot. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the iabp lost the ECG and arterial signals when ECG input slave cable was removed. As a result, the user got the signals back by leaving the slave cable attached in the ECG input slot. No patient harm or injury. The patient status is reported as "fine".